Event description:
It was reported that the patient experienced a worsening of their incontinence due to lead migration. It was noted that the migration may have been due to the severe scarring from the patient's spina bifida. Reprogramming was attempted but was unsuccessful in resolving the lack of effect issue. On (B)(6) 2004, the lead was revised and the implantable neurostimulator (ins) was replaced due to battery depletion. The event was reported as non-serious and that the patient recovered. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot# j0340658v implanted: (B)(6) 2003 explanted: na; extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2003 explanted: na; programmer model 3031a serial# (B)(4). This device was being used in a clinical trial noted as g010206.